Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the deployment mechanism had been used and that the stent was being partially released when a force transmitting component of the delivery system broke. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential contributing factors to the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. Reportedly, the tracking path and the target anatomy were slightly calcified. It is unknown whether an introducer sheath was used in this case. Not using an introducer sheath may be another contributing factor to the reported event. The reported event also may be use-related as rough handling of the device especially during unpacking can lead to deformation and subsequent release force increase. Based on the sample evaluation, no deformation was found which may have led to the reported failure. The reported difficulties in unlocking the system are considered to have the same root cause in regards to the increased release force. Based on the information available, a definite root cause for the reported event could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Furthermore, the IFU indicates that a 6 f or larger introducer sheath is required for the procedure.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stent placement procedure in the sfa, it was difficult und unlock the safety clip before deployment and after two trigger clicks the stent could not be released any further. The delivery system was retracted through the introducer sheath without issue. Another stent of the same brand was used to complete the procedure successfully. No patient injury was reported.